Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was inspected and found the main tube to be chipped where it meets the proximal clevis. Approximate size of chipped material is 0.071" x 0.239". Missing material was not returned.

Event description:
It was reported that during central processing, the shaft of the cadiere forceps instrument was chapped at the tip. There was no patient involvement.